Manufacturer narrative:
Follow-up #1: date of submission 7/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: testing confimred the returned cap was unable to tighten to test into the returned pump's battery compartment due to torn cap slot and stripped threads. Cap contact height and width found to be above specification. Test cap used instead of damaged return cap during investigation. Pump is normally operative there is no cracked/damaged around pump cases or other area of the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. After a battery change, battery cap can not be removed. The cap is fully seated but rotates both ways without resistance and multiple attempts to remove it were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).